Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing makes her itch, but she has no choice but to use them so will continue to use. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).